Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned (76) sealed 31gx8mm bd pen needles from lot# 0274073. The customer reported that the needle is longer than 8mm. 30 out of the 76 returned pen needles were measured for cannula length using a cannula length gauge, and it was observed that all 30 fell within specification. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1pen ndl 31ga 8mm had the cannula too long. The following information was provided by the initial reporter :   the consumer reported that the needle is longer than 8mm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1pen ndl 31ga 8mm had the cannula too long. The following information was provided by the initial reporter :   the consumer reported that the needle is longer than 8mm.